Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose level was 200 mg/dl. Reportedly, the customer did not have an alternate insulin therapy method, and was subsequently hospitalized for insulin therapy. Additional information was not provided. Multiple attempts were made to follow up with the customer; however, a response was not received.